Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 11 unopened racepacks. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. Received 11 closed samples for analysis. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke frequently during surgery.